Manufacturer narrative:
Product analysis #(B)(4):(B)(6) / wed (B)(6) 2021 14:23:33 gmt-0600 central standard time analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4) model#: sedrl1 serial/lot#: (B)(4) methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: device - preliminary analysis, device - functional analysis, and device - longevity analysis. Results of analysis: based on analysis, it was determined the product met specification. Product disposition: the product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. Analysis information -- (B)(6) 2021 14:23:28 cst pli# 30 product ID# (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 5076-52, serial#: (B)(4) implanted: (B)(6) 2008. Product ID: 5076-58, serial#: (B)(4), implanted: (B)(6) 2008. Product ID: pos12d19. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible premature battery depletion. It was also noted that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and exhibited undefined high impedance values for which there was a discrepancy likely caused by a data transfer issue. The right atrial (ra) lead had shown a low impedance value but tested within normal limits during the changeout of the ipg. The replacement ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that a pacing lead exhibited high impedance. The ipg was explanted and replaced and the pacing lead remains in use. It was also reported that the caller had questions regarding the report from the patient management database application. Diagnostic interpretation was provided.  No patient complications have been reported as a result of this event.